Event description:
It was reported that the implantable pulse generator (ipg) device was observed with a high number of short v-v intervals indicating a sensing problem. Upon interrogation, a polarity switch was noted with measured high impedance. The device was programmed back to bipolar configuration. Fluoroscopy revealed that the set screw was not fully seated into the device. The physician then externalized the device, disconnected the lead, and tested the lead through the analyzer which showed acceptable measurements and ruled out the lead from being the issue. The device was explanted and replaced. Measurements were all within normal limits when the existing leads were connected into the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.